Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, operative notes, patient details and an update on the patient has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Details of this review will be provided in the final report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A trifit ts stem subsided intra-operatively.

Manufacturer narrative:
Per (B)(6) final report. Additional information, including x-rays, operative notes, patient details and an update on the patient was requested in order to progress with the investigation of the event, however, not all could be provided and thus the scope of the investigation was limited. The reported device could not be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported stem subsidence could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A trifit ts stem subsided intra-operatively.